Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per facility policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.